Event description:
Complainant alleged that when defibrillation pads were connected to a male pt in cardiac arrest, the device self discharged. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.